Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell onto the floor and touchscreen became shattered. Reportedly, the pump was still functional. Contact stated the customer's blood glucose level became elevated (300 mg/dl) due to the customer being disconnected from pump, and customer had recently eaten. Customer delivered a bolus to bring bg levels back to target range.